Event description:
Dr received a device which was labeled with catalog number 350-1635 and lot number 224601 on the outer box. However, upon opening the box, he noticed that the inner packaging was labeled with catalog number 350-1645 and lot number 224602. The device inside the inner packaging matched this information.